Event description:
It was reported "the user threaded the peel-away sheath/dilator assembly over the guidewire, but the dilator came out from the peel-away sheath so he/she could not advance the assembly in the patient. Therefore, a new kit was used instead." No patient harm was reported. The patients condition is reported as fine. Additional information was received 23jan2023 that "the dilator popped out from the peel-away sheath during dilation with the dilator not locked to hub of sheath."

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use were observed on the returned component. The peel-away sheath was not returned. Visual inspection of the dilator revealed a damaged dilator tip. However, the customer was not aware of this damage when the sample was returned, so it is possible the damage occurred during transit to the morrisville facility. Visual inspection of the sheath could not be performed as it was not returned. After performing functional inspection (see below), it was observed that the dilator was able to fully lock onto a lab inventory peel-away sheath. The dilator body length measured 3 7/8", which is within the specifications of 3 3/4"-4" per product drawing. The dilator outer diameter measured 0.07452", which is within the specifications of 0.073"-0.075" per product drawing. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit which states, "ensure dilator is in position and locked to hub of sheath." The returned dilator was inserted into a lab inventory peel-away sheath to test the locking mechanism. The dilator was able to lock normally into the peel-away sheath. A device history record review was performed with no relevant findings. The product IFU warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a defective peel-away sheath/dilator lock could not be confirmed through complaint investigation of the returned sample. The peel-away sheath was not returned. The returned dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and without the complete sample returned for analysis, the root cause for this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the user threaded the peel-away sheath/dilator assembly over the guidewire, but the dilator came out from the peel-away sheath, so he/she couldn't advance the assembly in the patient. Therefore, a new kit was used instead." No patient harm was reported. The patient's condition is reported as fine. Additional information was received 23jan2023 that "the dilator popped out from the peel-away sheath during dilation with the dilator not locked to hub of sheath".